Event description:
During a procedure, the agilis 13 fr sheath valve was leaking air. Preparation of the agilis 13fr sheath was performed without issue. Due to difficult anatomical conditions, the transseptal puncture could not be performed as usual using a 13 fr agilis sheath and long brk needle, so it was necessary to change the sheath for the puncture. After successful transseptal puncture and replacement of the agilis 13 fr sheath, the volt catheter was inserted into the sheath. It was noted that the sheath could not be vented. An attempt was made to aspirate the agilis 13 fr sheath with a 20 ml syringe, but only air came out. It was alleged to be due to the valve of the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted on both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.